Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that doctor noted "asymmetric vault" in the patient's right eye approximately 2 months post lens implant. The lens orientation change was described as "vaulted nasal". Posterior capsule opacification was also observed as well as capsular fibrosis and striae. A yag procedure was performed to treat the capsular fibrosis/striae and vaulting. The yag procedure date was not provided. The surgeon indicated that the likely cause of the event was "capsular fibrosis". The patient's current status is "good".

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7544302) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. According to the surgeon capsular fibrosis was the likely cause of the event.